Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead triggered a signal artifact monitor (sam) and a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms. There was ra oversensing in both unipolar and bipolar, and ra pace impedances were also greater than 3,000 ohms in both unipolar and bipolar. At this time, the ra lead was to remain in unipolar and would continue to be monitored. It was noted that this pacemaker system was no longer conditional for magnetic resonance imaging (MRI) due to possible lead integrity concerns. When reviewing possible causes, the patient mentioned that he was in a car accident sometime last month. This ra lead remains in service. No adverse patient effects were reported.